Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfa procedure, the patient experienced an st elevation which resolved on its own. The physician performed a successful transseptal puncture with a non-abbott (versacross wire by boston scientific) through the agilis 13f sheath and dilator. After performing a successful transseptal, he advanced the sheath into the left atrium, removed the dilator, and aspirated and flushed. Before insertion of the advisor hd grid mapping catheter or any other device, an st elevation was noted which eventually resolved and the procedure was completed.